Event description:
It has been reported that one 24g x 0.75in (0.7 x 19 mm) insyte has been found with the needle piercing through the catheter before use. The following has been provided by the initial reporter: units of insyte were damaged. Material: 388311 batch: 7206711 quantity: 1 piece.

Manufacturer narrative:
H.6. Investigation summary: according to the visual analysis of the photo of the sample, it can be observed that the needle is transfixed, confirming the reported failure. No objective evidence of this incident was found during the device history record and quality notifications analysis for the claimed lot. Based on the results of the investigation so far a cause for the defect are: 1- air blowing connections at station 4. These connections must be adjusted according to the catheter length. There is no procedure specifying how to set up the air connections to each gauge. 2 -vision system set-up. There is no procedure on how to set up the automated vision system by the maintenance team. A corrective action project CAPA (B)(4) has been initiated to investigate the issue.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one 24g x 0.75in (0.7 x 19 mm) insyte has been found with the needle piercing through the catheter before use. The following has been provided by the initial reporter: units of insyte were damaged. Material: 388311, batch: 7206711, quantity: 1 piece.